Event description:
A malfunction with the pump was reported, displaying malfunction code 13 and fault ID (B)(4). There was no adverse impact to the customer's blood glucose level. To resolve the issue, cts arranged to replace the pump with one featuring updated software and advised the customer on transitioning to mdi as a backup therapy. The customer confirmed their understanding of the instructions, which included putting the malfunctioning pump into storage mode and returning it via ups with a pre-paid label within ten days.